Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 135-145mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed nonfasting by the customer and produced test results of 289 and 278mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer called in states the meter is reading high. Customer states she does not know her a1c but it was high a few months ago. Customer states she had a pet scan and true metrix meter was compared against hospital meter and customer states there was a 100 points difference while fasting. Customer states are readings are too high for her.